Event description:
The manufacturer received an allegation that the device failed the active exhalation test. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.